Event description:
The customer reported that a noise was heard during an exam, and the system switched off by itself. The system shut down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. An estimate was issued to the customer for a replacement x-ray tube. No further repair information is available.